Event description:
Information was received in oct-2003 and nov-2003 from a patient with a history of arthritis and two previous series of synvisc injections. The patient received a third series of synvisc to the left knee (dates unknown) and after the second injection, the patient was unable to walk for two days and pt had to hold the railing due to their leg being swollen. The patient also experinced knee pain so terrible that pt was not able to get out of bed. The symptoms were treated with ice and lasted three days. At the time of this report, the patient has recovered. Additional information was received in nov-2003 from the patient's physician. The patient has a history of moderate osteoarthritis for years that has been treated with steroids and orthovisc in 2001. The patient also has a history of effusion which occurred in may 2002. The patient received three injections of synvisc to the left knee in sept-2003. No fluid was removed prior to any of the injections. After the first and second injections, the patient experienced knee pain in both knees. The symptoms were treated with an injection of kenalog after the third injection, which alleviated the pain. The physician considered the knee pain to be related to the patient's underlying disease and to the injection of synvisc. Synovial fluid or effusion should be removed before each injection of synvisc.